Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: summary of evaluation: warrenty repair - fault as reported ¿ e4 error code displayed ¿ heat sink fan issue ¿ inspected internal connector to the heat sink fan ¿ connector was not clipped in securely and become disconnected. Re-connected the heat sink fan securely and completed inspection and 4 hour soak test, no functional errors device will be shipped back to the customer. Probable root cause: damaged light cable. Damaged scope. Damaged coupler. Damaged leds. Main board malfunction. Loose / misaligned jaw assembly. Light engine/ light pipe malfunction or damaged. Bent esst contact. Inconsistent esst contact. Camera head communication. Front board malfunction. Touch panel malfunction. Power supply malfunction. Thermal switch malfunction. Ac inlet board malfunction. Inadequate air flow. Sidne port malfunction. Poor workmanship. Inadequate calibration. Use errors. Probable root cause: front board malfunction. Touch screen malfunction. Main board malfunction. Power supply malfunction. Ac inlet board malfunction. Power button rod damaged. Inadequate air flow. Sidne port malfunction. Poor workmanship. Use errors. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.